Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; unable to evaluate test strip due to vial returned emptied. Most likely underlying root cause of malfunction: strip issue or sample issue. Manufacturer contacted customer with follow up phone calls for knowing customer condition and ensure the new product replacement is not displaying error message;unable to talk to customer.

Event description:
Customer called stating they are receiving the e-0 error message the customers granddaughter is calling on her behalf. Customer's granddaughter is stating they are receiving an e-0 error message after the blood is applied. Customer's granddaughter was informed that an e-0 error occurs when the sample is presented to the strip, an invalid sample type or improper cleaning of area to be lanced. The customer has been using the vial since (B)(6) 2016. The customer states she received the error message with multiple strip and as a result had to seek medical attention. Customer's granddaughter states the customer called 911. The customers granddaughter states her grandmothers glucose level was 53mg/dl. Customer's granddaughter is not sure what happened in the hospital and is unable to provide any information because she was not present.